Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed by cts as cartridge alarm 35. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts decided to replace the pump, sending the caller a replacement with updated software. The customer will use the current pump for backup insulin delivery until the new one arrives. The caller was instructed to put the pump into storage mode before returning, understood the steps needed upon receiving the replacement, and acknowledged instructions for the return process via ups.